Manufacturer narrative:
An on-site investigation was conducted by a field service engineer. The reported issue was reproduced during troubleshooting and replacing the expiratory channel pc board resolved the issue. After replacement, the ventilator passed all functional and safety tests and was released for clinical use. Unfortunately, the replaced component could not be evaluated, as it was lost during shipment to the manufacturer. The reported error indicates that the safety valve was detected as open without the required opening conditions being met. A safety valve open alarm is triggered when a low-level ¿safety valve closed¿ signal is detected for more than 8 seconds but less than 10 seconds. The expiratory channel pc board contains electronics, including a microprocessor, that manage expiratory flow measurement via the flowmeter in the expiratory cassette. It also handles electronic connections to and from the expiratory cassette, control of the expiratory and safety valves, temperature monitoring, and provides mounting and electrical connections for the expiratory and inspiratory pressure transducer pc boards. The affected expiratory channel pc board is an older-generation design that was replaced in manufacturing with a newer version in q2 2016 and installed in the subjected ventilator. Device logs were not available for further analysis. However, the service manual identifies replacement of the expiratory channel pc board as the recommended corrective action for the reported technical error code. Based on these findings, we conclude that the replaced expiratory channel pc board was the root cause of the failure.

Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
The UDI information is not available since the device was manufactured before 2015.

Event description:
It was reported that the ventilator generated a technical error code indicating an open safety valve. There was no patient harm. Manufacturer's ref #: (B)(4).